Event description:
Health professional reported an alleged lap-band prolapse. The pt presented with gastroesophageal reflux disease (gerd) and an esophagram was performed confirming the prolapse. The entire lap-band system was explanted without replacement. The lap-band system is planned to be replaced, however, surgery has not been scheduled at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event had no further info regarding the device serial number. Band slippage and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."